Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).

Event description:
The cec adjudicated that the patient suffered a non target vessel mi (mdt and arc defined) approximately 29 months post index procedure. The site reported that the patient suffered another mi approximately 5 days later. The investigator assessed that the event was remotely related to the study device. Patient is reported to have recovered.

Event description:
During the index procedure the patient had an endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the mid lcx. It is reported that approximately 56 months post index procedure the patient suffered myocardial infarction. Investigator assessed that the event was not related to the study device. The patient was treated with medication. It is reported that the patient recovered with treatment.

Event description:
Additional information received reported that the previously reported myocardial infarction event occurred 2 days prior to the date previously reported.